Event description:
A surgeon reported an unexpected postoperative surprise. Additional information has been requested.

Event description:
The surgeon provided additional information indicating the pt's outcome was good.